Event description:
Healthcare professional reported "magnetic resonance imaging MRI performed showed ruptured implant" this is for the right side device. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number (B)(6).

Event description:
Healthcare professional reported "magnetic resonance imaging MRI performed showed ruptured implant" this is for the right side device. The device has been explanted.